Manufacturer narrative:
The device is implanted and the packaging was discarded by the hospital. Packaging will not be returned.

Event description:
The pharmacist phoned stryker (B)(4) and reported the following event : "a patient was implanted last week with an asnis screw which is expired since december 2014.

Manufacturer narrative:
Evaluation summary: the reported event could not be confirmed since the device was not returned for evaluation and no further material has been received. A review of the device history record for the reported lot did not indicate any abnormalities. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Additionally aged blister packaging records have been reviewed and the test results demonstrate the ability of the petg blister packaging sealed with porous tyvek paper to maintain sterility and physical properties of the packaging elements and assembling for five years shelflife after sterilization with gamma radiation. Furthermore, the readability of the used label and color condition of the sterilization indicators were checked and found to be in specification. As per ifus, the packaging of all sterile products should be inspected for flaws in the sterile barrier or expiration of shelf life before opening. In the presence of such a flaw or expiration of shelf life, the product must be assumed non-sterile. Care must be taken to prevent contamination of the component. In the event of expiration of shelf life the product must be subjected to an appropriate cleaning process and sterilized by means of a validated sterilization procedure before use. As reported, the event occurred contrary to the appropriate labeling and this act is beyond any reasonable means of risk control by the manufacturer. Based on the investigation, the root cause was attributed to a user related issue. Additionally comments from the manufacturer in terms of patient's safety: the date is "best before date".in this case the screw was packed in a petg and tyvek combined sterile barrier system. These materials in combination have a good resistance to aging which may extend beyond 5 years. If properly handled and without violent influences, as reported, there is potential that sterility is maintained even after the shelf life. However stryker internal data range currently not allow to speak of a longer shelf life than intended on the label. As per clinical expert statement: "when a packaging that is granted 100 % as ¿sterile¿ for 5 years and is opened after 5 years and 20 days there can¿t be an additional risk for the patient. The event is solely user-related and not in the field of responsibility of stryker. No further actions are required." [Original statement]. Additionally, as per intake information no adverse consequences have been reported.

Event description:
The pharmacist phoned stryker (B)(4) and reported the following event : "a patient was implanted last week with an asnis screw which is expired since december 2014.